Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during bolus delivery. Reportedly, prior to changing the cartridge, customer used manual injections for bolus delivery and pump for basal delivery. Customer's blood glucose (bg) was not provided. Customer declined tandem technical support's offer to perform a pump system check. Customer also reported a low bg (51 mg/dl); cause was not known. Customer declined to provide further information regarding the low bg event.